Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced blood glucose (bg) levels between 250-300mg/dl. Customer administered a manual injection to address bg level. Customer alleged pump did not deliver insulin as intended. Reportedly, multiple times the customer disconnected from the infusion site and observed no insulin exit the tubing. Reportedly, the customer reverted to manual injections for insulin therapy.